Event description:
During explantation the graft was torn approx. 2mm.

Manufacturer narrative:
Analysis of the returned graft confirmed that there was a tear, however after repeated attempts to gather more info none was forthcoming. Without an understanding of the technique applied or any/and all complications encountered it is difficult to reproduce the exact scenario which occurred and therefore determine root cause. A review of the quality control record for this lot found that no abnormalities or defects were noted.